Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was completed and revealed normal battery depletion.

Event description:
It was reported the patient was admitted to the hospital with an infected pacemaker system and the implantable pulse generator (ipg) was eroding through the skin. It was further reported the patient had chills and a fever and had methicillin-sensitive staphylococcus aureus bacteremia. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.